Event description:
The lay user/patient contacted lifescan in 2007, and alleged that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient on may 30, 2007 and obtained further information. The patient normally tests his blood glucose on the reported meter twice a day and sometimes more if he thinks his blood glucose level is not "normal". His diabetes medication regimen includes oral medications (glucophage and glipizide). Also, per his regimen and doctor's advice, he takes a pill "euglocon" if his blood glucose is high. About more than a month ago (exact time/date not provided), the patient tested on the reported meter with a result of 189 mg/dl. He was not experiencing any symptoms at that time. The patient informed the mas that this was a high result for him and per his regimen he took the extra pill of "euglocon". About an hour later, he started feeling nervous and shaky. He then tested on another meter with a result of 49 mg/dl (he did not test on the subject meter at this time). Immediately, had ate some bread and felt better. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient also mentioned that the test strip vial he was using at the time was "damaged from the inside". However, the patient threw away the test strips and the vial and was not able to provide a description regarding the damage to the vials. The patient did not have any test strips or control solution and therefore, a quality control check could not be performed. This complaint is reported because, the patient alleged he took an extra pill per his regimen after obtaining the meter reading and about an hour later, experienced symptoms of hypoglycemia. The patient reported feeling better following taking food. A replacement meter, control solution, and test strips were sent to the lay user/patient.